Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in (B)(6) 2010 the patient reported a gradual increase in back pain and more importantly, severe buttock and leg pain with some radiation to the groin region. This pain was similar to what the patient experienced prior to his 1992 l4-l5 spinal fusion surgery. He was treated with opioid analgesics, soma, and a steroid taper with some improvement but the patient reported he continued to experience daily pain. On (B)(6) 2010, a CT of the spine showed posterior fusion and posterior decompression at l4-l5 with extensive hardware artifact that largely obscured canal at that level; disc bulging at l3-l4 showed some mild facet arthritis and suspected borderline canal narrowing. An MRI showed severe disc degeneration at l3-4; it appeared that the patient had severe stenosis at that level centrally and in the lateral recesses; at l5-s1, he had adequate canal dimensions. Impression was l3-l4 spinal stenosis above old fusion with radicular leg pain. The patient was referred to pain management to assist with his chronic neck and back pain. On (B)(6) 2011, the patient underwent l3-l4 bilateral laminectomy, posterolateral transverse process fusion with rhbmp-2/acs and local bone graft, posterior lumbar interbody fusion (plif) with rhbmp-2/acs and local bone graft, capstone peek cage placement, legacy pedicle screw instrumentation, removal of prior hardware, fluoroscopically guided procedure. The spinous processes of l3 were morselized and used along with the rhbmp-2/acs to graft the lateral gutters at l3-l4. Two rolls rhbmp-2/acs and local bone graft were trailed along l3 to l4 along and a 12mm x 22mm capstone peek cage was placed. There were no intraoperative complications. On (B)(6) 2011 the patient was seen in the clinic for a post-operative follow-up visit. He reported that his leg pain was gone although he did have some back soreness. On (B)(6) 2013, the patient was reported to have been experiencing progressively increasing low back and leg pain for about two months prior. The pain was seriously interfering with his functional capabilities and he was using a cane. X-ray showed posterior pedicle screw rod cross-link construct at l3-4; interbody graft noted at this level as well, and appeared to be fused; instrumented fusion at l4-5; mild spondylosis throughout the rest of the lumbar spine. Assessments included lumbago low back pain, lower back pain, disc degeneration (lumbar), and lumbar radiculitis. He received an injection of 60 mg ketorolac at this visit. On (B)(6) 2013 a lumbar MRI showed kyphosis deformity of the lower lumbar spine; posterior interbody fusion screws; no spondylolisthesis. On (B)(6) 2013 the patient visited the clinic to follow-up on his back pain. He explained that his pain radiated to his legs to about the knees and that he also had a lot of groin pain. He was noted to have l2-l3 and l5-s1 lumbar stenosis above and below the fusion and lumbar radiculitis. He was referred for pain management evaluation at this time, specifically to have selective epidural blocks performed at l2-l3 and l5-s1. An MRI showed an instrumented fusion at l3-l4; central and lateral recess stenosis at l2-l3 which was well into the moderate range; l4-l5 appeared to have been previously decompressed and there was no stenosis at that level; at l5-s1, there was moderate lateral recess and central stenosis. He received an injectionof 60 mg ketorolac at this visit. On (B)(6) 2013, the patient underwent transforaminal lumbar epidural steroid and local anesthetic injection (l2-3 nerve root) on the left side. Pre-operative diagnosis was persistent back pain with lower extremities radiculopathy, degenerative disc disease and spondylosis, lumbar spine and failed back surgery syndrome.